Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to component failure (faulty parts), which is normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the recon sagittal saw device was sticky. It was determined that the device would not oscillate and had a lid leak tightness test failure. It was observed that the housing was deformed/bent. It was further determined that the device failed pretest for check for leakage, check proper function of the trigger, check roundness of housing, check falling out protection (steal ring), check response of on/off trigger, check the fitting of the lid, and check function of all modes. It was noted in the service order that the device did not work anymore during pre-surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.